Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The proximal neck was 23 mm in diameter. The right iliac artery was 15-18 mm in diameter and the left iliac artery was 13 mm in diameter. The right and left femoral arteries were 9.8 mm in diameter. Due to a penetrating atherosclerotic ulcer in the patient's aortic neck area the physician decided to implant an endurant aortic cuff encf2828c70ej first, so that the penetrating atherosclerotic ulcer did not overlap at the flow divider section. It was reported that at the final angiogram the bifurcated stent graft enbf2816c166ej was found to have covered the left internal iliac artery and that one stent length was in the external iliac artery; however, there was still blood flow due to a type IV endoleak noted in the internal iliac artery. No intervention was performed and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (vessel occlusion, endoleak). Patient's condition affected effectiveness of device (penetrating atherosclerotic ulcer). Conclusion: device failure/lack of effectiveness related to patient condition (penetrating atherosclerotic ulcer).